Event description:
It was reported that a one-link luer activated device had a connection issue. The reporter stated that the device was connected to a non-baxter manifold; however, upon connecting an unspecified device to the one-link, the one-link device ¿came undone and would not grip the manifold.¿ this occurred during infusion in the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.